Manufacturer narrative:
Pump passed displacement test and self test. Hardware low level failures alarm (variableinfo=3) and the motor arm cannot communicate with the main arm. Confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm also able to rewind the insulin pump. Customer also stated that fill cannula was recorded in the daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.